Manufacturer narrative:
Atallah, e., saad, h., bekelis, k., chalouhi, n., tjoumakaris, s., hasan, d., . . . Jabbour, p. (2017). The use of alternatives to c lopidogrel in flow-diversion treatment with the pipeline embolization device. Journal of neurosurgery, 1-6. Doi:10.3171/2017.5.jns162663. The pipeline devices will not be returned for evaluation as they remain implanted in the patients. Based on the provided information, there does not appear to have been any defect of the devices during use. The events occurred in the patients post-procedure and the causes could not be conclusively determined from the provided information. Mdrs related to this article: 2029214-2018-00317. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic literature review found reports of patient deaths after pipeline implantation. The purpose of this article was to examine the safety and efficacy of prasugrel in the management of clopidogrel-resistant patients treated for cerebral aneurysms. The authors retrospectively reviewed 437 patients who underwent treatment with the pipeline embolization device (ped). The patients' mean age was 56.3 years; 62 were female and the rest were male. The patients were split into two antiplatelet groups: clopidogrel patients (374 patients) and prasugrel/ticagrelor patients (22 patients). Of the 374 patients who received clopidogrel: - two patients died from acute subarachnoid hemorrhage - one patient died from intraparenchymal hemorrhage